Manufacturer narrative:
The surgeon burnt his hand while using their vapr cp 90 electrode during a knee repair. Unit was evaluated, many attempts of testing, and diagnostics were made, no problem was found. Unit passed all diagnostic and functional tests. Performed software upgrade per service manual. Further, a review into the depuy synthes mitek complaints system revealed no other complaint for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a knee repair that the surgeon burnt his hand while using their vapr cp90 electrode. The sales rep was not present. The sales rep stated that the surgeon was holding the handle at the time. The sales rep had no information regarding the extent of the burn at this time but was told it had burned through the surgeon's glove. The sales rep reported that the surgeon was able to complete the procedure with no patient consequences or delay. The sales rep confirmed that the generator was at the default settings and that the electrode was activated at the time in the joint but could not tell me how long the surgeon had been using the device when the burn happened. The sales rep did not have the lot number but is going to the facility to gather more information. The customer would like to have the vapr vue generator and footswitch sent in for analysis. See associated medwatch 1221934-2015-00662.

Event description:
The sales rep reported that during a knee repair that the surgeon burnt his hand while using their vapr cp90 electrode. The sales rep was not present. The sales rep stated that the surgeon was holding the handle at the time. The sales rep had no information regarding the extent of the burn at this time but was told it had burned through the surgeon's glove. The sales rep reported that the surgeon was able to complete the procedure with no patient consequences or delay. The sales rep confirmed that the generator was at the default settings and that the electrode was activated at the time in the joint but could not tell me how long the surgeon had been using the device when the burn happened. The sales rep did not have the lot number but is going to the facility to gather more information. The customer would like to have the vapr vue generator and footswitch sent in for analysis. See associated medwatch 1221934-2015-00662.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.